Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump failed to provide a low battery warning prior to a replace battery alarm. It was reported that the pump was found without power when the patient awoke, her blood glucose was 328mg/dl without the presence of ketones; the patient mentioned that she had a stomach ache but denied other symptoms of hyperglycemia. The family member replaced the battery, delivered a correction bolus, and the patient's blood glucose returned to target range. The family member reviewed the pump history, confirmed that the pump history showed a replace battery alarm at 3:16am on (B)(6) 2011. He confirmed that the patient slept through the replace battery alarm. The family member said that the alarm record prior to the replace battery alarm was five days prior and was not a low battery warning. He said that they were not aware of any loss of prime warnings. There were no unconfirmed reminders, alarms, warnings, or alerts in the history. The battery cap was intact, no cracks noted to the pump, and cap was secure to the pump. There was no moisture noted in the pump. This complaint is being reported because the pump failed to produce an early warning that the battery was low.